Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 11365. (B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device(s) fractured during use, all pieces were removed. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned. Review of provided product photography confirms device fracture. Review of device history records did not identify any related manufacturing deviations or anomalies. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.